Manufacturer narrative:
(B)(4). Date sent: 01/05/2017. The analysis results found that the pph03 device arrived in good visual condition, without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event described was not confirmed as the device function as intended and without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were the forces to fire higher or lower than expected: the forces used were the same as usual. Not higher or lower. Who fired the device and what is his/her experience: the doctor/80. Where in the green range was the indicator located prior to firing: the indicator was located in the green range, this is the only information provided. Were there any staples in the surgical field; if so, what was the staple shape: no. Were the donuts inspected; if so, please describe. Yes, they were complete. Was the washer inspected; if so, please describe. No did the healthcare professional receive audible & tactile feedback when firing the device: yes. Was the device fired plastic to plastic: yes. What is the current patient status: the patient is well.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemorrhoidopexy procedure, the scrub nurse informed us that the device didn't close the staples properly. We confirmed after with the surgeon, that told us the same thing. The doctor followed the steps of the procedure, and when fired, it cut but didn't staple. The doctor had to finish the procedure with hand sutures. The patient is stable; hospitalization just for reasons of surveillance.